Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated wbc result generated by coulter lh780 hematology analyzer in the automatic mode without instrument generated flags. The erroneous result was reported out of the laboratory and was questioned because the result was not consistent with the patient's clinical history. The specimen was rerun in the manual mode, and a lower wbc result was obtained. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The sample was collected in edta. Controls were run before the event and recovered within the established ranges. There were no reports of a mode to mode discrepancy issue. The event appears to be specific to this specimen. Raw data was requested for this investigation, but has not been provided. Root cause for this event has not been determined.